Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of device data showed very inconsistent use of the ilet. On the day of the event, the user's cgm glucose quickly rose above range, triggering correction insulin, and then began falling again, triggering suspension of insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is likely that this hypoglycemic event was caused by a missed meal announcement, as the hyperglycemic excursion the user experienced prior to the hypoglycemia triggered correction insulin dosing and increased the risk of hypoglycemia. The user's pattern of inconsistent use of the ilet likely led to maladaptation of the device, further increasing the risk of hypoglycemia. The user received additional training.

Event description:
On 10/11/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user was unsure of the cause, though they reported having lunch without announcing it on the ilet, which may have resulted in excessive correction dosing. The user's lowest bg level during this event was 39 mg/dl, remaining outside the 70-180 mg/dl range for about an hour. At the ER, the user was given a sandwich, but no additional medical interventions were necessary. The user was at the ER for approximately two hours. Following discharge on the same day, the user called for assistance to reconnect to the ilet, and support was provided for tubing reconnection. The user expressed satisfaction with the support and plans to meet with their trainer for further guidance on meal announcements.